Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised due to pain following a hip arthroplasty. During the revision, it was noted the porous portion of the shell had separated from the surface.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Medical products - zimmer acetabular liner catalog#: 00630504628 lot#: 61286671, zimmer bone screw catalog#: 00625006530 lot#: 61288023 & lot#: 61319990. . The reported complaint has been confirmed, as the fiber-metal mesh pad had detached from the tivanium shell, and the detached fiber-metal was returned in five pieces. The poly liner was returned with slight discoloration and damage to the articulating surface, specifically scratches consistent with fiber-metal pad migrating between the articulating surfaces, as reported. The shell exhibited damage too severe for dimensional analysis. Scanning electric microscopy report findings did not support that the fiber-metal mesh properly bonded to the shell during manufacturing; however, review of device history files did not identify anomalies or deviations that would have contributed to the reported event. Corrective action was initiated to address the reported issue; however, this case was determined to be an isolated event.

Manufacturer narrative:
Correction to the final statement in the previous supplemental report: based on the facts that controls were in place to prevent and/or capture the condition under evaluation, that this is considered an isolated event, and that this manufacturing line is no longer in place at the site, no further actions are being taken at this time.